Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
A medtronic representative, following up with the site, spoke with, and re-trained the surgeon, regarding use of the head-frame/strap. The medtronic representative reported that moving forward the surgeon will use a different patient tracker to resolve this. No further issues reported.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged a 5-7 millimeter inaccuracy while navigating the standard medium malleable suction. The inaccuracy was only discovered when in the sinuses and the surgeon was touching bone, however, the cad model showed hovering above the bone; superficially, the accuracy was spot on. The medtronic representative noted that the site did not use the head-frame but instead sticks the patient tracker directly to the patient. They used pointmerge registration and received an error metric of 1.2 and a very large sphere of accuracy that included all the sinuses. In trouble-shooting, the medtronic representative confirmed that the surgeon could remove the malleable suction and touch fiducials and the accuracy would return so it was consistent and appeared the tracker had not moved. Confirmed the 3d model looked good, 1 millimeter slices and thickness, axial, etc. There was no delay to surgery. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4) 2015 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. A medtronic representative, following-up at the site, reported the navigation system was inaccurate with all instruments: straight suction and the malleable suctions. The site staff discarded the disposable devices. (B)(4) 2015 - software investigation completed. Findings are that the surgeon was not using the head-frame but instead sticks the patient tracker directly to the patient. Site used the application in an off-label way and was unsuccessful. Software functioning as designed.